Manufacturer narrative:
Device evaluation: one used sample was returned for evaluation p/n 100/166/080j l/n 3598116; the sample was received in used conditions without its original packaging. Visual inspection: the returned sample was visually inspected no discrepancies were observed. Functional testing: the cuff of the returned sample was inflated using a syringe in order to detect any leakage. Results: leakage was observed coming out from the seal of the cuff. Production personnel perform a 100% visual inspection to cuff sealing and leak test. Quality takes a sample using an aql 0.10 and level inspections g-ii in order to verify the visual inspection and audit leak test. Customer reported condition was confirmed. The most probable root causes are: ·production personnel did not follow the inspection instructions. ·the instructions are not clear in the welder process.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, leakage from the cuff was noted. Upon removal of the device, a leak was noted to be coming from the bod between the tube and the cuff. No patient injury resulted.